Manufacturer narrative:
H3, h6: the ri robotic drill attachment part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level has undergone further investigation by the quality team. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill attachment wear and tear. Based on the investigation, the need for a corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: case- (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, they were unable to successfully calibrate the drill; however, after switching the ri robotic drill attachment, they calibrated with no problem. It was noticed that there seemed to be a loose component within the attachment. The procedure was completed without delay, using a s+n back up device. Patient was not harmed as consequence of this problem.